Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has exhibited difficulties converting the rhythm during defibrillation threshold (dft) tests. Additionally, high impedance measurements were observed, and the device inappropriately delivered a shock. X-rays were performed for analysis, and feedback was requested to technical services. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.